Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed with motor error after changing her infusion set and performing a rewind. The patient's blood glucose at the time of incident was 600 mg/dl, which she treated with a back-up insulin pump and water. During troubleshooting it was discovered that the drive support cap was flush. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed all operating currents tested. However the pump alarmed compromised force sensor system during the prime test and motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. The motor was tested outside the device and it passed. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.